Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient's ipg was replaced on (B)(6) 2019. Patient has therapy post-operatively.